Event description:
It was reported the patient was a flight attendant for 4 and a half years and never had any issues, except once "the wires had moved, and we don¿t know if it was because of the wires moving or if it was because I was going through security so much.¿ it was stated the ¿wires moved¿ about 2 years prior to report and it was confirmed through x-ray that "the wires had moved a little bit.¿ the patient stated their doctor was not concerned at that point. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant: product ID 3095-10, serial# (B)(4), implanted: 2006-(B)(6), product type extension, product ID 3031a, serial# (B)(4), implanted: 2006-(B)(6), product type programmer, patient product ID 3889-28, lot# v006652, implanted: 2006-(B)(6), product type lead. (B)(4).